Event description:
The patient was treated with prk (laser treatment) to correct the visual acuity. Post op 4 weeks after refractive surgery. (B)(6) on (B)(6) 2014 was:right eye +1.00 -0.50/100° and the left eye +0.75 -1.25/165°.

Manufacturer narrative:
The patient was treated with prk (laser treatment) to correct the visual acuity. Post op 4 weeks after refractive surgery. (B)(6) on (B)(6) 2014 was: right eye +1.00 -0.50/100° and the left eye +0.75 -1.25/165°. Manufacturing record review: the manufacturing records were reviewed. The inspection data for the diopter power process were reviewed and found within specification. The lens had acceptable iol power results. No lenses were rejected due to diopter fall out or incorrect lens power. At the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. The production order documentation was evaluated and did not show any irregularity through the process. At the print proof operation there was no discrepancies identified. The labels included the diopter, model, serial number and expiration date according to the print proof procedures. The packaging box label was found with the correct information. A review showed no adverse trend for this complaint type and model. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
''La'' abbreviation from medical device report supplement no. 1 is being corrected to va (visual acuity)all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): intentionally left blank as the iol remains implanted.secondary procedure and unexpected post-op refraction.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a female patient was implanted with a z9002 intraocular lens (iol) that was later determined to be mislabeled. The post-operative refraction resulted in -2.75 diopters. Therefore, an additional treatment was required with an excimer laser on the left eye on (B)(6) 2014.